Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acute bronchitis, miscarriage (1), vaginal delivery (1) and cesarean section (1). Concurrent conditions included obesity, hypertension, seizures, gastroesophageal reflux disease, acute maxillary sinusitis, uterine bleeding and intermenstrual bleeding. Concomitant products included calcium chloride;potassium chloride;sodium lactate (lactated ringers) from (B)(6) 2015 to (B)(6) 2017, ibuprofen from (B)(6) 2017, lisinopril from (B)(6) 2015 to (B)(6) 2017, nsaids from (B)(6) 2014 to (B)(6) 2017, ondansetron (zofran) from (B)(6) 2017, oral contraceptive nos since 2009 to (B)(6) 2014, pantoprazole since 2009, paracetamol (acetaminophen) from (B)(6) 2014 to (B)(6) 2017, salbutamol (albuterol) since (B)(6) 2017, valproate semisodium (divalproex) since (B)(6) 2017 and zolpidem tartrate (ambien) from (B)(6) 2017. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/heavy bleeding"), depression ("psychological or psychiatric problems condition: depression,psych injury"), anxiety ("mental anguish,psych injury"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced back pain ("lower back area"), hypersensitivity ("allergy / allergic reaction"), abdominal pain ("abdominal pain") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, back pain, hypersensitivity and genital haemorrhage had resolved and the depression, anxiety, migraine, fatigue, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2014 and (B)(6) 2014. Discrepancy noted: as per pfs hsg results were reported as: failure to occlude (close) fallopian tubes but as per mr it was reported as bilateral tubal occlusion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - on an unknown date: the essure device was successfully occluded; on (B)(6) 2014: failure to occlude (close) fallopian tubes(per pfs) bilateral tubal occlusion(as per mr). Pathology test - on (B)(6) 2017: endometrium - disordered proliferative phase endometrium. Myometrium - leiomyoma. Adenomyosis. Bilateral fallopian tubes: paratubal cysts. Pregnancy test - on (B)(6) 2014: negative. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: dysmenorrhoea and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Event genital bleeding was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acute bronchitis, miscarriage (1), vaginal delivery (1) and cesarean section (1). Concurrent conditions included obesity, hypertension, seizures, gastroesophageal reflux disease, acute maxillary sinusitis, uterine bleeding and intermenstrual bleeding. Concomitant products included calcium chloride;potassium chloride;sodium lactate (lactated ringers) from (B)(6) 2015 to (B)(6) 2017, ibuprofen from (B)(6) 2017 to (B)(6) 2017, lisinopril from (B)(6) 2015 to (B)(6) 2017, nsaids from (B)(6) 2014 to (B)(6) 2017, ondansetron (zofran) from (B)(6) 2017 to (B)(6) 2017, oral contraceptive nos since 2009 to (B)(6) 2014, pantoprazole since 2009, paracetamol (acetaminophen) from (B)(6) 2014 to (B)(6) 2017, salbutamol (albuterol) since january 2017, valproate semisodium (divalproex) since (B)(6) 2017 and zolpidem tartrate (ambien) from (B)(6) 2017 to (B)(6) 2017. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/heavy bleeding"), depression ("psychological or psychiatric problems condition: depression,psych injury"), anxiety ("mental anguish,psych injury"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced back pain ("lower back area"), hypersensitivity ("allergy") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, back pain and hypersensitivity had resolved and the depression, anxiety, migraine, fatigue, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2014. Discrepancy noted: as per pfs hsg results were reported as: failure to occlude (close) fallopian tubes but as per mr it was reported as bilateral tubal occlusion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - on an unknown date: the essure device was successfully occluded; on (B)(6) 2014: failure to occlude (close) fallopian tubes(per pfs) bilateral tubal occlusion(as per mr). Pathology test - on (B)(6) 2017: endometrium - disordered proliferative phase endometrium. Myometrium - leiomyoma. Adenomyosis. Bilateral fallopian tubes: paratubal cysts. Pregnancy test - on (B)(6) 2014: negative. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: dysmenorrhoea and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received: new events: abdominal pain was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acute bronchitis, miscarriage (1), vaginal delivery (1) and cesarean section (1). Concurrent conditions included obesity, hypertension, seizures, gastroesophageal reflux disease, acute maxillary sinusitis, uterine bleeding and intermenstrual bleeding. Concomitant products included calcium chloride;potassium chloride;sodium lactate (lactated ringers) from (B)(6) 2015 to (B)(6) 2017, ibuprofen from (B)(6) 2017 to (B)(6) 2017, lisinopril from (B)(6) 2015 to (B)(6) 2017, nsaids from (B)(6) 2014 to (B)(6) 2017, ondansetron (zofran) from (B)(6) 2017 to (B)(6) 2017, oral contraceptive nos since 2009 to (B)(6) 2014, pantoprazole since 2009, paracetamol (acetaminophen) from (B)(6) 2014 to (B)(6) 2017, salbutamol (albuterol) since (B)(6) 2017, valproate semisodium (divalproex) since (B)(6) 2017 and zolpidem tartrate (ambien) from (B)(6) 2017 to (B)(6) 2017. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/heavy bleeding"), depression ("psychological or psychiatric problems condition: depression,psych injury"), anxiety ("mental anguish,psych injury"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced back pain ("lower back area") and hypersensitivity ("allergy"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, back pain and hypersensitivity had resolved and the depression, anxiety, migraine, fatigue and weight increased outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2014 and (B)(6) 2014. Discrepancy noted: as per pfs hsg results were reported as: failure to occlude (close) fallopian tubes but as per mr it was reported as bilateral tubal occlusion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - on an unknown date: the essure device was successfully occluded; on (B)(6) 2014: failure to occlude (close) fallopian tubes(per pfs) bilateral tubal occlusion(as per mr). Pathology test - on (B)(6) 2017: endometrium - disordered proliferative phase endometrium. Myometrium - leiomyoma. Adenomyosis. Bilateral fallopian tubes: paratubal cysts. Pregnancy test - on (B)(6) 2014: negative. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: dysmenorrhoea and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received : following events were added : allergy. Outcome of the event pelvic pain,back pain was changed from recovering resolving to recovered/resolved and outcome of menorrhagia, abnormal bleeding (vaginal), dysmenorrhea, dyspareunia was changed from unknown to recovered/resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acute bronchitis, miscarriage (1), vaginal delivery (1) and cesarean section (1). Concurrent conditions included obesity, hypertension, seizures, gastroesophageal reflux disease, acute maxillary sinusitis, uterine bleeding and intermenstrual bleeding. Concomitant products included calcium chloride; potassium chloride; sodium lactate (lactated ringers) from (B)(6) 2015 to (B)(6) 2017, ibuprofen from (B)(6) 2017 to (B)(6) 2017, lisinopril from (B)(6) 2015 to (B)(6) 2017, nsaids from (B)(6) 2014 to (B)(6) 2017, ondansetron (zofran) from (B)(6) 2017 to (B)(6) 2017, oral contraceptive nos since 2009 to (B)(6) 2014, pantoprazole since 2009, paracetamol (acetaminophen) from (B)(6) 2014 to (B)(6) 2017, salbutamol (albuterol) since (B)(6) 2017, valproate semisodium (divalproex) since (B)(6) 2017 and zolpidem tartrate (ambien) from (B)(6) 2017 to (B)(6) 2017. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/heavy bleeding"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced back pain ("lower back area"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and back pain was resolving, the vaginal haemorrhage, depression, anxiety, migraine, dysmenorrhoea, dyspareunia, fatigue and weight increased outcome was unknown and the menorrhagia had resolved. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2014 and (B)(6) 2014. Discrepancy noted: as per pfs hsg results were reported as: failure to occlude (close) fallopian tubes but as per mr it was reported as bilateral tubal occlusion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram on an unknown date: the essure device was successfully occluded; on (B)(6) 2014: failure to occlude (close) fallopian tubes(per pfs) bilateral tubal occlusion(as per mr). Pathology test on (B)(6) 2017: endometrium disordered proliferative phase endometrium. Myometrium leiomyoma. Adenomyosis. Bilateral fallopian tubes: paratubal cysts. Pregnancy test on (B)(6) 2014: negative. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: dysmenorrhoea and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs and mr received. Product indication and essure implant date updated. Following events were added: abnormal bleeding (vaginal), menorrhagia, psychological or psychiatric problems condition: depression, mental anguish, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, lower back area. Reporters, medical history, lab data, concomitant and treatment drugs were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.